Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had a failed power board and was no longer charging the batteries. The customer attempted to use their device during a patient event, but it would not power on. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The incorrect device information was included in the initial medwatch report. Have been updated.

Event description:
The customer contacted stryker to report that their device had a failed power board and was no longer charging the batteries. The customer attempted to use their device during a patient event, but it would not power on. There were no reports of any adverse effects to the patient as a result of the reported issue.